Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification in relation to the reported under infusions. Flow testing was performed and showed within specification results. No related part failure was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion multiple times. There was no known patient injury or medical intervention associated with this event. No additional information is available.